Event description:
Reportable based on the findings of the product analysis on (B)(6) 2012. Same case as 2134265-2012-02573. It was reported that during a coronary stenting treatment procedure a break in the handshake connection occurred. The 3x48mm lesion was located in the severely calcified saphenous vein graft to the left anterior descending artery. The physician advanced a rotawire guide wire and a 1.5mm rotalink burr to the lesion and during ablation the "drive shaft sheath that connects to the burr broke." The physician removed the rotawire guide wire and catheter/burr from the patient. The procedure was completed with a 1.5x12mm and 2.5x15mm apex balloon and the deployment of a 2.75x24mm and 3x24mm promus element stent. No patient complications were reported and the patient's status is stable. However, the product analysis on the rotawire guide wire returned with the rotalink burr revealed that the guide wire was fractured.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluation: a visual and tactile inspection of the device revealed that the wire is fractured approximately 199.5cm from the distal end. The spring tip is bent and the mid section is kinked. The outer diameter was measured and all measurements met specifications. The fractured portion of the device was sent to the mtac lab for analysis and their analysis concluded that the failure occurred due to a mechanical cut (shear tool). The batch number is unknown, therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).